Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call frozen screen on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for frozen display was performed. Customer replaced the battery and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and problem isolated to lcd board. We were unable to verify frozen display due to blank display. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.